Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 251 mg/dl while wearing the pod between 4 and 24 hour. Patient reported the cannula being long, which is a indicator of a needle mechanism failure. For treatment, customer stated last night she gave a shot of 20 units.

Manufacturer narrative:
The device was received with the cannula fully deployed and the slide insert was visible in the viewing window. No abnormalities were found with the cannula. No damages or defects were found with the needle mechanism and the drive mechanism. The device data did not show any signs of struggle or pulse width increases and was deactivated by the user at 2069 pulses. The device functioned as intended.